Manufacturer narrative:
External insulation abrasion was noted breaching the optim sheath only at 40.9 cm to 41.6 cm from the distal tip consistent with friction to the device can. The etfe coating was intact at this/these location(s).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited diminishing r-waves. The right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable before and during the procedure.